Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 110 mg/dl. It was explained to the customer that the recurring no delivery alarm may be due to site, set or reservoir issues. The troubleshooting completed with in previous svns was absence of no delivery has happened three times over two months. The customer stated that they have tried all remedies and do not want to troubleshoot. The customer was advised that we will replace the insulin pump and revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.